Event description:
The customer reported via phone call that had high blood glucose. The customer blood glucose was 436 mg/dl. Current blood glucose was 188 mg/dl. The customer experienced nausea abdominal pain symptoms such as a result of high blood glucose. Customer had been using the insulin pump system within 48 hours of reported high blood glucose event. Treated with manual injection and insulin pen. Auto mode was active at the time of event. No further patient complications were reported. Insulin pump had pump error alarm .customer was able to clear and rewind. Self test was passed. Troubleshooting was performed and the customer will discontinue use of the device. Frn-mmt-332a-rsvr, unomed set.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.